Event description:
A report was received that alleges that during the removal of the patient's tracheostomy tube, the cuff did not completely deflate. The reporter stated that the removal of the device caused trauma and bleeding at the patient. The tracheostomy tube was exchanged. No further adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the result of the evaluation.